Manufacturer narrative:
B2 date of death was estimated. The date of death was reported, as being 1 or 2 days after the procedure date.

Event description:
It was reported, that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no reported complications that occurred during the procedure. Later that evening, the patient had an intra-cranial hemorrhage. The patient then passed away a day or two later.

Manufacturer narrative:
Date of death was estimated. The date of death was reported as being 1 or 2 days after the procedure date.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closre device implanted in the laa of the patient. No complications were reported to have occurred during the procedure. Later that evening the patient had an intra-cranial hemorrhage. The patient then passed away a day or two later.